Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by device mobility was determined to be the root cause of device failure. It is reported that the patient sometimes vigorously scratched the eac with the finger; this may have negatively contributed to the fatigue fracture. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient had not been hearing well with the implant since(B)(6) 2017. The recipient has been re-implanted. During revision surgery the middle ear appeared normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient requested for a revision because he was not hearing well with his implant. He stated he could only hear with the device when he pressed down on the tragus. The middle ear appeared normal. The patient is still within the indication criteria for the device. Re-implantation is being considered.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation surgery is considered for (B)(6) 2017.

Event description:
The patient requested for a revision because he was not hearing well with his implant for several weeks. The patient stated he could only hear with the device when he pressed down on the tragus. He reported that he sometimes scratched his eac vigorously with his finger. Initially, the patient did not respond during audiological testing but when the tragus was pressed the results were similar to how he performed a year before. The middle ear appeared normal. The patient is still within the indication criteria for the device.